Manufacturer narrative:
The hill-rom technician found the brakes not holding due to internal wear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on the bed in 2007-2010. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account ICU 2. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).